Event description:
My mother has had a "larynxectomy" due to cancer. She has used a bloom singer voice prothesis for the past several years. She aspirated the device into her right mainstem. The device was removed with a bronchoscope and biopsy clamp by her pulmonary doctor. The device is radio opaque while intact! This device has an inner flap to prevent aspiration of fluids and food. The flap is not opaque. The flap came out of the device before or during removal of the bloom singer. My mother has been hospitalized for recurrence of asp pneumonia due to a foreign body. Xrays have been performed on the device and the flap. On xray the flap doesn't show up. This part of the bloom singer hasn't been retrieved. The device was intact before aspirated. Please help me. I am a registered respiratory therapist with 14 years experience. My mom had her larynx removed 1999. Dates of use: 2000 - 2008. Diagnosis or reason for use: laryngectomy.